Event description:
The pt contacted animas alleging that the pump was intermittently unresponsive to keypad button presses. The pt also claimed that the buttons were intermittently not clicking or springing back. The pt denied that the pump was exposed to moisture.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently unresponsive to keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The keypad was found to be punctured near the up arrow button. In addition, the contrast, down, and ok button contacts were misaligned.